Event description:
Pt came to office due to leaking of midline when flushed. When flushed in office obvious leaking occurred at fracture site of catheter. Midline was removed and another IV line started on pt.